Event description:
It was reported that the rep stated that a revision occurred. The caller reported pre-operatively, the impedance on the left side was c1, 2 <(>&<)> 3 between 2900 and 4700 ohms. The caller reported replacing the extensions today and post op the bipolar pairs were over 5,000 ohms. The patient was programmed electrodes 1 <(>&<)> 2 and inquired if patient should be turned on. It was advised that the patient would not get any therapy benefit with the current impedance measurements. The caller reported the patient will be having a lead revision going forward. The caller became aware of the impedance issue today and did not know when the event occurred. Additional information was received. Revision was scheduled because of the impedance issue and to eliminate pocket adaptor from the old extensions. It was determined that the lead caused the impedance issue; twist-lock on lead was utilized and identified the lead was the issue. The issue has not been resolved as it was identified intra-op that the lead was the issue, not the extensions.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 12-jun-2011, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.